Manufacturer narrative:
Product analysis : analysis confirmed customer comment. Both output connectors are broken. Hanger is broken. Both wires on the lcd are pinched. (Not compromised). All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors of the external pulse generator (epg) were broken. The unit was sent in for service. There was no patient involvement.